Event description:
It was reported that the device had a loss of capture and a pause was observed on the telemetry monitor. A follow-up request for more information was not returned. The status of the device is unknown. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.